Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported unknown side "saline deflation". This device remains implanted.

Event description:
Healthcare professional reported "saline deflation". Later healthcare professional reported "deflation and exchange". This record is for left side . Device was explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.1, d.4, d.6b, h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Healthcare professional reported "saline deflation". Later healthcare professional reported "deflation and exchange". This record is for left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "saline deflation". Later healthcare professional reported "deflation and exchange". This record is for left side . Device was explanted and replaced.